Event description:
The mother reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to 438 mg/dl. Customer bolused for their blood glucose and completed a set change. The mother also reported, the insulin pump was beeping without any alerts or alarms. Troubleshooting found the insulin pump passed a self-test. It was found the beeping noise was from the customer's old insulin pump. The mother declined to troubleshoot for the customer's blood glucose. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.